Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. There was a loose nut on the ac1 isolation transformer tap which was tightened. The system was tested utilizing both filaments and was found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure, the system displayed a filament error message. No pt injury was reported.